Manufacturer narrative:
Exact date unknown, event occurred in year 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 18855056. Product family: scs-linear leads upn: m365sc2218500. Model: sc-2317-50. Serial: (B)(4). Batch: 18979352.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. No device malfunction was suspected. The explanted devices were not returned. No further information has been obtained despite good faith efforts.